Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 117 mg/dl and 66 mg/dl; 215 mg/dl and 101 mg/dl. Sets of reading were taken on different days. With first set, customer ate a peanut butter sandwich to bring his sugar up. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.